Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed.

Event description:
Customer reported that on (B) (6) 2010, her freestyle lite blood glucose meter would not turn on with test strip insertion. Customer noted this occurred the first time she attempted to use her meter. She further reported that because of this she was unable to test and subsequently experienced vertigo and feeling unwell. Customer self-presented to a local healthcare facility where she was diagnosed with severe hyperglycemia and treated with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer returned meter for investigation. The meter powered on with button and with insertion of strips. Did not observe power issue with strip port. The complaint is not confirmed. This is a final report.